Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received and is awaiting inspection. (B)(4).

Event description:
A customer reported that the infusion pressure was not working properly and the eye went soft during a pars plana vitrectomy with membrane peel procedure. The fluid air exchange tubing was exchanged in less than five minutes and the procedure was completed with no harm to the pt.